Event description:
Technical services received a call on 07/19/2012 from sales rep. Discuss that could be a start of lead issue or potential that low energy test is susceptible to external signals, I am not familiar with your can to know how possible that is. No physician or hospital known this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).